Event description:
It was reported that an inadvertent deployment occurred. A 7x40x130 innova self-expanding stent was selected for a procedure in the left iliac artery. During preparation, it was discovered that the stent had already deployed. A non-bsc guidewire and non-bsc sheath were used. The device did not enter the patient. The procedure was completed with another innova device. There were no complications to the patient reported.